Manufacturer narrative:
A product recall letter was issued to customers who received shipments of the affected alinity reagents to inform them of the manufacturing issue identified with the reagent cartridge bottle necks. The letter instructs the customer to manually inspect each reagent cartridge in inventory before use. Stat assays, alinity I stat high sensitive troponin- I and alinity I total b-hcg, should be inspected first as a priority to ensure no delay in testing for those assays. Removals and corrections report number: 3005094123-11/21/18-002-r.

Event description:
The customer observed error code 5819 (reagent cartridge load error at reagent carousel position 0) while loading alinity I tsh reagent lot 92291ui00 on the alinity I processing module. There was no report of any patient impact due to the potential delay in generating tsh results.